Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Return of pain was reported. The devices were explanted. Issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c290, serial #(B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: 24-may-2023, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the leads and battery were removed due to loss of efficacy after an accident. There was lead dislodgement and positioning difficulty.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977c290 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.